Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating master alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
H10: a quote for onsite service was sent to the customer but later cancelled. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.